Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty internal battery. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the battery data logs and performance testing confirmed that the internal battery was defective. Based on all evidence and previous investigations of similar complaints, the investigation determined that the battery fault was due to an isolated component failure in the internal battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty internal battery. The device was not in use when the fault occurred, therefore, there was no patient involvement.